Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had partial display. Troubleshooting was done for partial display. Customer stated that the screen was already going black. Customer stated on the lcd screen there were patches of dark areas. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device powered up properly after battery installation. No blank display, missing segments or partial display noted. Device passed the self test, sleep current measurement, active current measurement, and the displacement test. Device was monitored no missing segments or display anomaly noted. Device was received with scratched case and pillowing keypad overlay. (B)(4).